Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose value was 131 mg/dl. Customer reports they were able to clear the alarm. Customer able to complete insulin pump rewind. Customer states insulin pump alarmed shortly after inserting a new battery. Customer also reported that insulin pump chipped of from the top. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. Device had broken battery tube threads.